Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the physician used a catheter to cannulate the coronary sinus. Minor dissection was noted on the venography and the procedure was abandoned. An echocardiogram revealed minor pericardial effusion. No intervention was reported. The patient was fine.